Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by an end user, who reported that "when he released the brakes to get up," the wheel "gave out" and he "fell on his backside and hit his head and back." He received in-patient treatment in a hospital and rehabilitation facility for approximately three weeks, and is now receiving in-home physical therapy. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.